Event description:
The generator was replaced, and the explanted generator was discarded per hospital policy. No further relevant information has been received to date.

Event description:
Patient came into clinic for vns check and was having increased seizures. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.